Manufacturer narrative:
Customer was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's (bg) levels were elevated (500mg/dl) for approximately 2 weeks, which led to the customer being hospitalized on (B)(6) 2015. Customer indicated that they had been treating elevated bgs by administering boluses prior to being hospitalized. During hospitalization, customer was treated via insulin drip. Customer had been wearing the cartridge for 4 days, however pump/ supplies were removed at the hospital. Customer was still hospitalized at the time of the call.